Event description:
Update - (B)(4) 2013 medical records indicate patient was revised due to slightly milky appearing fluid consistent with metallosis; great deal of synovitis which also appeared consistent with a metallosis picture; acetabular bone posteriorly was denuded and appeared somewhat necrotic; cup appeared to have spun into a retroverted position; great deal of black corrosion material at the inferior aspect of the trunnion; corrosion debris just proximal to the trunnion surface.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/11/2014 - supplemental information was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 04/29/2014.